Event description:
Event: (cc# 98-00471) pt was status/post ptca stent of lad on 4/9/1998. Pt had acute closure and was brought back to cath lab on 4/10/1998 for repeat angioplasty. Post angioplasty, pt continued to have mild chest pain and s-t elevations and iab was inserted prophylactically at 0845. At approximately 2230, pefusionist was called to troubleshoot iab catheter alarm. When perfusionist arrived, insertion site looked good. There was no leak alarm and pt was repositioned in bed. Arterial pressure wave form looked good, chest x-ray verified iab position and nothing unusual was found. Nursing continued to work with the pt and physician was contacted. Perfusionist was called again later on and was told that there was some blood in gas shuttle line. Perfusionist responded to bedside, clamped tubing and turned iabp off. Physician was notified. After heparin was discontinued, md elected not to replace balloon because of significant plaque in aorta. Bend in catheter had been noted under fluoroscopy during insertion, although there had been no problems with iabp initiation or augmentation. Physician attempted to insert flexibe sheath for arterial pressure monitoring and there were difficulties removing guide wire. Guide wire and sheath assembly were removed and pressure was applied by nursing. Pt's blood pressure remained stable without iab support. (On 4/21/1998, datascope received mandatory medwatch form from distributor; uf/dist report number: # 2026191-1998-0012) followng was reported to datascope on 6/9/1998: pt was stable on 4/10/1998 after event. Another iab was not inserted into pt. Pt went onto expire on 4/12/1998. [Event complications]: none from event - reported 4/13/1998, 4/21/1998 and 6/9/1998. [Pt's current status]: expired on 4/12-rpt'd 6/9

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/1998). Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.